Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump received a critical pump error alarm. Customer's blood glucose was 9 mmol/l. The customer is unsure which alarm occurred before the critical pump error alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had a pump error alarm noted in the pump history and critical pump error due to out of spec force sensor zero offset. Analysis was unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. The insulin pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.